Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side device rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. Observed an opening assessed as surgical damage. Observed a missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side device rupture and capsular contracture, baker grade iii. The device has been explanted.